Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the rupture. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress (CAPA (B)(4)).

Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port during filling. The device was being filled with saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.